Event description:
It was reported that during a surgical procedure at the user facility that the device was activating when it was connected. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility that the device was activating when it was connected. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.